Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was open to be used during a left ureteroscope crushing procedure in the left ureter performed on (B)(6) 2020. According to the complainant, during preparation, outside the patient, it was found that the stent was broken. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Blocks b5 (describe event or problem), e1 (initial reporter title), (initial reporter last name), (initial reporter address), (initial reporter city), (initial reporter state), and (initial reporter phone) have been updated with additional information received on (B)(6) 2020. Block h6: device code 1069 captures the reportable event of stent shaft broken. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that the device middle section was broken/torn. The suture string was not returned with the device. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the middle section was broken/torn. The condition of the device, could be interpreted by the customer as stent shaft break. According to the device analysis, the stent was returned without the suture and outside the original package. Evidence that the stent was manipulated. The failure found, middle section break/torn, is an issue that could have been generated by the user or due to the interaction of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. Its important to mention that the stent was found broken/torn in the middle section, although it didnt separate into two pieces. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was open to be used during a left ureter hoscope crushing procedure in the left ureter performed on (B)(6) 2020. According to the complainant, during preparation, outside the patient, it was found that the stent was broken. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. According to the complainant, during preparation, outside the patient, it was found that the stent was broken, cracked in the middle of the stent shaft. The procedure was successfully completed with another contour ureteral stent.